Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Infection mentioned, is being reported under MFR# 3004753838-2016-52724.

Event description:
Dexcom was made aware on 11/02/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm. Patient's mother stated that the reaction was itchy with redness, swelling, pus and scarring. Patient's mother stated that the patient has been using dexcom cgm for approximately a year and previously experienced a diagnosed fungal infection. The patient has also had infections at his insulin pump sites and is being cared for by an immunologist for a suspected immunodeficiency disorder. On (B)(6) 2016, the patient initially saw their healthcare provider (hcp) for a cold but patient's mother showed the hcp the skin reaction. The patient was prescribed nasonex as a skin barrier. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.